Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed the reported pump stoppage events and associated alarms. Although a specific cause for these events could not conclusively be determined, based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the log file findings appeared consistent with a potential driveline issue. Additionally, an analysis of the log file also confirmed low flow alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The patient called and reported low flows and low speed advisories while on the mobile power unit (mpu). Ventricular assist device (vad) interrogation also showed pump off alarms. No further alarms were observed when the patient was on battery power. The submitted log file contained data from 17may2021 through 06jul2021. The file captured low flow hazard alarms on (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, and on (B)(6) 2021. Additionally, on (B)(6) 2021, low speed and pump stoppage events were observed while the patient was supported by the mpu. The events were associated with low speed and low flow hazard alarms. The pump ramped back up to the set speed without issue after the patient was switched to battery power. The account later communicated that the patient was placed on an ungrounded patient cable. No x-rays were taken. The account communicated that the low flow alarms during this event were related to the pump stopping. The alarms resolved after the patient was placed on the ungrounded cable. The patient did not experience any atypical symptoms and continues to be stable at home. The patient continues to be seen monthly in a left ventricular assist device (lvad) clinic for their vad interrogation. The account also communicated that the patient¿s mpu was replaced with a power module so that the patient can use the ungrounded patient cable. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. Section 4 explains that the low flow hazard alarm is triggered when flow is less than 2.5 liters per minute (lpm). Additionally, section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The heartmate ii lvas patient handbook, rev. C. Is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21mar2014. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flows and low speed advisories while on the mobile power unit (mpu). Ventricular assist device (vad) interrogation showed pump off alarms. The log file captured 6 pump stops and 6 low speed advisories. The log file captured low flow events throughout the event history. This type of behavior has been linked to potential issues with the percutaneous lead. There were no further alarms on battery power. The patient had not gained any weight. The driveline was pristine with no visible damage.